Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, when the lead was not in a good location, the physician attempted to reposition it by putting in the guidewire. The guidewire was unable to advance through the lead and the lead could not be repositioned. The lead was exchanged. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.